Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h4,h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during a preventive maintenance (pm) activity, a damaged push plate and a cracked lid were found on the oer pro. The cause of the event cannot be conclusively determined. Possible causes include the lid was in contact with a scope when it was closed, or something hard impacted the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU(instructions for use) states: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The root cause can be attributed to user handling.

Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken parts were repaired. Safety check was performed, device was tested and passed all specifications. As stated on the IFU and as a preventive measure, the user manual states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in 8.1, ¿troubleshooting guide¿ on page 274. If the irregularity is still present, the equipment must be repaired prior to next use.

Event description:
It was reported that during a preventive maintenance (pm) activity, a damaged push plate and a cracked lid were found on the oer pro. There was no user harm or injury reported due to the incident.